Event description:
It was reported that the patient had palpitations and the physician suspected the implantable cardiac monitor was undersensing or oversensing. After reviewing of the records, it was determined that the device was sensing within range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).